Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd 60ml syringe luer-lok¿ tips experienced leakage. The following information was provided by the initial reporter: material no: 309657 batch no: 0195438 it was reported syringes are leaking past the plunger when used with posiflow device. Health professional called to report 3ml syringes are leaking past the plunger when used with a "posiflow" device, it has occurred at least twice in the past week. No harm or treatment impact.

Event description:
It was reported that 2 bd 60ml syringe luer-lok¿ tips experienced leakage. The following information was provided by the initial reporter: material no: 309657 batch no: 0195438 it was reported syringes are leaking past the plunger when used with posiflow device. Health professional called to report 3ml syringes are leaking past the plunger when used with a "posiflow" device, it has occurred at least twice in the past week. No harm or treatment impact.

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no d.10. Returned to manufacturer on: na h.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. See h.10.